Event description:
It was reported that prior to use the 2.00x12mm mini trek balloon dilatation catheter (bdc) was soaked in saline and the device was prepped (air aspiration) outside the anatomy. The procedure was to treat a 99% stenosed lesion in the distal left circumflex artery (dlcx) with heavy calcification and moderate tortuosity. The bdc was advanced to the target and lesion for dilatation. During the first inflation, the balloon ruptured at 12 atmospheres (atm), after 15 seconds. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.